Event description:
It was reported that during a device clinic interrogation, post-paced t wave was noted on data log. Programming changes were made on the device. There were no adverse health consequences to the patient.